Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this implantable lead was explanted as it caused the patient to experience pocket discomfort. No additional adverse patient effects were reported.